Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii steal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and some evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly and the anchor tab were located inside of the delivery device. The seal was under the window of the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).